Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery with mild calcification. Pre-dilatation was performed with the 3.0 x 12 mm nc trek; however, a balloon rupture occurred during the first inflation of 16 atmospheres (atm) for 20 seconds. It was noted that the balloon was not soaked prior to use. A promus stent was implanted and the procedure was completed. There was no resistance during removal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect prep. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the balloon was not soaked prior to use. It should be noted that the japan nc trek coronary dilatation catheter instructions for use states: submerge the balloon in heparinized normal saline during balloon preparation to activate the coating. If the surface of this device becomes dry, wetting with heparinized normal saline will reactivate the coating. If any resistance is felt during preparation, discontinue the use of the balloon and replace it with another balloon. In this case, it could not be determined if failing to soak the balloon contributed to the material rupture.